Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. The user reported that during an interventional procedure all motor movements were blocked. The procedure was completed on an alternate unit. At this time, we have no indication of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Manufacturer narrative:
Siemens conducted a detailed investigation of the reported event. The investigation was performed on expert discussions (considering complaint description, cs (customer service) reports, system history, system log files and c-part). During an interventional procedure, the normal c-arm movement (normal speed, autodrive) was blocked and the error message "reduced stand/table speed, sc" and "limited stand/table movement, sc" was displayed. The investigation revealed that the proximity switch on the outer side of the c-arm was permanently activated due to a mechanical defect. As a result, movement of the system was only possible in override mode at reduced speed. The operator manual contains adequate instructions for the safe operation of the system in this failure scenario. The exchange of the proximity switch solved the problem. To determine the reason for the switch problem, several simulations were carried out in the laboratory. The most likely cause is an improper handling of the system, which led to a mechanical load (e.g. Collision with unknown obstacle) on the proximity switch and finally to the described problem. The log file as well as the analysis of the defective proximity switch confirmed a collision with an unknown object due to a user error is the most likely root cause. The incident described was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, even if the event recurs. A potential general fault that would require corrective measures of the installed base could not be determined by the investigation. Internal ID # (B)(4).